Event description:
Int'l affiliate received a customer report concerning a device involved in an overinfusion incident during patient use. The device was filled with 3350 mg of 5fu and nacl for a total fill volume of 240 ml. The duration of the infusion was 78 hours, which is 10 hours earlier than expected. No injury or medical intervention is associated with this incident.

Manufacturer narrative:
Sample evaluation summary: one used unit was received containing no solution. Upon receipt, the unit was visually examined for signs of abnormality; however, none were found. The imprint on the flow restrictor was noted to correct. Per procedure, a flow test was subsequently performed on the unit for 43.5 hours. At the end of the flow test period, the following flow rate (ml/hr) was produced from the unit: calculated 4.91, normalized (2.5%) 5.04, specification range 4.50---5.50. The flow rate was found to be within specification range. Therefore, based on the evaluation findings, the device performed as expected.

Manufacturer narrative:
The sample involved in this incident has been requested for evaluation. A follow up report will be submitted should the device be returned. A batch review has been conducted by the manufacturing qa group, which revealed that the lot passed the criteria for release. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.